Event description:
Report of one documented and one undocumented incident of delay of therapy during a pump alarm condition. In the documented incident, a pt was to receive a nitroglycerin drip for chest pain uncontrolled by sublingual nitroglycerin. The nurse set up the drip (unspecified amount and rate) and attempted to start the infusion. The clinician rec'd an unspecified pump alarm and changed multiple tubings and pumps over a period of 10 minutesbefore the infusion was able to be started. The customer states that there was no pt harm due to the reported event. No further info was available. If add'l info regarding the other incident becomes available, it will be forwarded to the agency.